Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was making a squealing sound. The pump was changed out. There was no patient involvement. There was no delay to the procedure, and that the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and the investigation confirmed the centrifugal pump was noisy. There is a lack of visual evidence of damage; therefore, it is likely that the squeal is the result of increased friction between the stator and seal rotor. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.